Event description:
It was reported that the procedure was to treat a lesion in an unspecified artery. The 2.5x33mm xience sierra stent delivery system (sds) was inserted into a 5french (f) guide extension catheter with resistance when the stent dislodged and was unable to be used. The dislodged stent was removed from inside the guide extension catheter. Another 2.5x28mm xience stent was used to complete the procedure. There was no adverse patient effect and there was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for evaluation. The electronic lot history record (elhr) and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure, as it is likely the device interacted with accessory devices (guide extension catheter) during advancement, causing the reported difficult to advance/position, ultimately contributing to the reported stent dislodgement. There is no indication of a product quality issue with respect to manufacture, design, or labeling.